Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a heart rate higher than expected. The patient stated the device was not working as intended. The device remains in service. No adverse patient effects were reported.